Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they a battery alarm and a pump error alarm on the insulin pump. The customer¿s blood glucose during the incident was unknown. No further details were given. The device will be returned for analysis.

Manufacturer narrative:
Unit was not received in manufacture mode. Unit power up properly after battery installation. Unit was received with operating currents within specification. Unit passed self-test. Unit alarmed pump error during rewind due to corroded motor home switch. Unable to perform seating, basic occlusion test, occlusion test, force sensor test or displacement test due to motor anomaly. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No failed battery test or low battery alerts noted during testing or in the insulin pump trace download. Unit was received with minor scratches on case, cracked select button keypad overlay, pillowing keypad overlay, broken belt clip rails, cracked retainer, torn serial number label, keypad overlay texture damage and minor scratches on lcd window.